Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the atw35, with a tr35w, was impossible to close the stapler. Another device was used to complete the case. There was no consequence to the pt.